Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a burning smell. There was no patient involvement. The event occurred upon power up in the biomedical service department. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the device had a burning smell was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. This condition had the potential to interrupt delivery. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.